Manufacturer narrative:
Results: there was no visible damage to the penumbra system 5max ace reperfusion catheter (5max ace). The maximum outer diameter (od) of the 5max ace was measured and found to be within specification. The exterior of the 5max ace was checked for lubricity during decontamination, and lubricity was present on the 5max ace. Conclusions: evaluation of the returned devices revealed there were no issues while advancing the devices. The 3maxc was able to advance through the 5max ace without issue. The 5max ace and 3maxc were coaxially advanced into a demonstration neuron max without issue. The ods of each device were within specification, and lubricity was present on the exteriors of the devices. Therefore, the root cause of the reported difficulty advancing could not be determined. The non-penumbra balloon catheter mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2017-01114.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01114.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using penumbra system 3max reperfusion catheters (3maxc) and penumbra system 5max ace reperfusion catheters (5max ace). During the procedure, the physician placed a non-penumbra balloon catheter in the target vessel. Next, the physician advanced a non-penumbra guidewire through a 3maxc, then attempted to advance the 3maxc into the 5max ace; however, the physician felt that it was not smooth but somehow was able to advance the 3maxc through the 5max ace. While attempting to co-axially advance the 5max ace through the non-penumbra balloon catheter, the physician experienced resistance and the 3maxc and 5max ace would not advance. Therefore, the physician removed the 3maxc and the 5max ace. The procedure was then completed using a new 3maxc and the 5max ace and the same balloon catheter without further issues. There was no report of an adverse effect to the patient.